Event description:
It was reported that pump screen was dark and would not turn on despite attempts to power it on, remove it from case, and charge it, with pump showing red light and vibrating repeatedly. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, to place pump into storage mode and return it using prepaid label, and was informed they would need to reenter pump settings and reconnect continuous glucose monitor, while technical support arranged shipment of replacement pump.